Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the central venous system. This 12.0 x 40, 75cm mustang balloon catheter was selected for treatment. During use, the balloon ruptured above rated burst pressure. The device was removed from the patient intact. The procedure was completed with another mustang catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device noted that the balloon material was torn longitudinally. The tear was running distally from approximately 5mm distal to the proximal transition zone to the distal balloon sleeve . A visual and tactile examination of the shaft of the device noted a kink 429mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the rated burst pressure for this device was exceeded. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the central venous system. This 12.0 x 40, 75cm mustang balloon catheter was selected for treatment. During use, the balloon ruptured above rated burst pressure. The device was removed from the patient intact. The procedure was completed with another mustang catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).